Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error and chipped light guide lens. Based on the results of the investigation, it is likely errors occurred due to a faulty connector. In regards, to the chipped lens, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a scope communication error, e226. The issue was found during set up/inspection for use. There were no reports of patient involvement.